Event description:
The hospital reported that during endoscopic vein harvesting procedures that occurred within the last few weeks, four short port btt black inflation valves dislodged (popped out) and the balloons would not remain inflated. Staff used 3-way stop cocks to complete the procedures. The hospital did not report any patient complications. Since it is unk how many cases and dates of the cases, how many failures occurred during each and lot numbers, all four will be tracked in this one case. This report is for the third device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon deflate due to a defective valve subassembly. (B) (4).